Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer's blood glucose was over 300 mg/dl at the time of the incident. The customer's blood glucose was 258 mg/dl at the time of call. The customer stated that they treated her high blood glucose with manual injections the customer stated that they treated her high blood glucose with the insulin pump. The customer also reported that she experienced vomiting and nausea as symptoms of high blood glucose. The time of the hospitalization was 7am and the date of the hospitalization was (B)(6) 2015. The customer stated that she was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.